Event description:
It was reported that blazer open-irrigated catheter was selected to be used in a typical atrial flutter ablation procedure. During preparation it was noted that the catheter tip was twisted and the saline irrigation did not flow through properly. The device was replaced and the procedure was completed with no patient complications.

Manufacturer narrative:
Visual inspection of the device revealed no visible damage, the catheter was not twisted. Leak and flow tests were performed to the device and the device passed without issues. The reported failures were not confirmed through analysis. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that blazer open-irrigated catheter was selected to be used in a typical atrial flutter ablation. However during preparation it was noted that the catheter tip was twisted and the saline irrigation did not flow through properly. The device was replaced and the procedure was completed with no patient complications.